Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a vibrate/beep anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump did not vibrate during the vibrate test. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. The audio tone feature on the pump functioned properly during testing.